Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that there was erosion of the left peripheral lead tip. The issue was diagnosed through examination and palpitation on (B)(6) 2011 and it was determined that the lead was protruding through the skin. The lead was surgically repositioned slightly deeper on (B)(6) 2011. It was noted that the etiology was related to the device or therapy but not related to the implant procedure, and the severity of the event was mild. Patient outcome was noted as resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
(B)(4).